Event description:
It was reported that the bd needle 21x1 rb went through the shield. The following information was provided by the initial reporter: material#: 305165, batch#: 4212463. Rcc received a complaint via email. Complaint: (B)(4), product: bd 21g x 1" needle 100/box, product#: 15-5165-4, lot#: 4212463. Complaint: a peritoneal dialysis (pd) register nurse (contacted fresenius customer service to report a complaint regarding the product bd 21g x 1" needle 100/box. She stated that the needle was bent out of the plastic safety place and a staff member was poked with the needle.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up it was reported the needle was bent out of the plastic safety place. Our quality team has completed a device history record review for material number 305165 and lot number 4212463. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.